Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient did not take the needle guard off when inserting on (B)(6) 2024. The infusion set was in use for a few hours and the infusion set was taken off just before lunch. The blood glucose level was 400 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.